Event description:
Surgeon reported that the 1.8mm wires are occasionally slipping along the wire bolt-offset. It is reported the wires have not broken and work as designed. This report is #2 of 2 for this event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.